Event description:
Foreign affiliate reported patient was implanted with concorde cage for spinal canal stenosis and spondylolisthesis. Surgeon did not use depuy screws during surgery. Following initial surgery, patient complained of pain. It was found that the cage migrated which was later replaced with another cage.

Manufacturer narrative:
The cage has not yet been returned for evaluation. Once the device is returned, an evaluation will be performed and a follow up report will be filed.

Manufacturer narrative:
Returned cage was sent to the npd lab for dimensional analysis. Drawing ((B)(4)) critical dimensions were highlighted and provided to lab technician. Lab technician recorded observed values on the supplied drawing. Recorded dimensions were then cross checked to component drawing specifications. No non conformities exist for the returned component as verified through DHR review. No individual product anomalies were observed as verified through critical dimension optical comparator measurements. The larger cage selection for revision surgery suggests that the original cage may have been of improper size for the patients anatomy. No CAPA needed. Complaint details and no product anomalies suggest that improper implant size occurred for the initial surgery.